Event description:
It was reported that the patient had atrio-ventricular ablation followed by the device implant. That evening, the telemetry strips indicated pauses that showed p waves with corresponding qrs complexes. The pauses were unable to be duplicated the next morning. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.